Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the nonconformance was non-intuitive motion. The intuitive motion was not functioning due to a loose pitch cable found at the wrist. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in the clevis. The housing was removed and the pitch cable was found loose at the clamping pulley, but no loose clamping pulley screw was found. Additional observation was the pitch cables were frayed. The frayed segments were various in lengths. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure that the pk dissecting forceps instrument was noted to be very stiff and difficult to run through its function, not smooth flowing movement. No patient harm, adverse outcome or injury was reported.